Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
During investigation, the pump was powered on and the vibration alert functioned properly. A review of the pump¿s sound settings showed all sound settings were set to ¿medium¿; the temp basal was set to ¿off.¿ during testing, the vibration motor was initiated and was found to vibrate continuously with no defects. There was no damage to the vibration motor or contacts observed. The complaint of an intermittent vibration issue was not duplicated during evaluation. Unrelated to the complaint, investigation revealed a crack in the battery compartment.